Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced high blood glucose event of 400 mg/dl on 15-(B)(6) 2026. The patient received treatment with manual injection. The event lasted for greater than four hours and subsequently resolved. The cause of the event was not known. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress